Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: g3. The following sections were corrected: h6 type of investigation, investigation findings, and investigation conclusions. The revision reported was likely the result of prosthesis wear, incomplete seating of the tibial insert within the tibial tray, instability, and an insufficient bond between the patellar component and the bone, which led to aseptic (non-infected) patella loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. Additionally, a contributing factor to the prosthesis wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, approximately nine months post initial total knee arthroplasty, the male patient was suffering from evolutive synovitis. The patient was presenting instability when walking, chronic effusion and patella loosening. A synovectomy was performed, the liner and patella were exchanged. Related to 1038671-2023-02987.

Manufacturer narrative:
Pending investigation. D10: 4398930 02-010-02-0250 - logic femoral ps por left sz 5, 6545083 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t, 6672689 204-34-02 - fluted stem extension 25l x 14 mm, 6619084 204-70-00 - tibial stem ext. Screw.